Event description:
A discordant, falsely elevated cardiac troponin-I (ctni) result was obtained on one diluted patient sample on a dimension exl 200 instrument. The sample resulted as expected initially. The customer performed a dilution with an inappropriate diluent solution, and the ctni resulted falsely high. The discordant result was reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument, resulting lower and matching the initial ctni result. The corrected result was reported to the physicians(s) there are no reports of adverse health consequences due to the discordant, falsely elevated ctni result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer used the quicklyte sample diluent solution instead of the troponin sample diluent. The correct result was obtained when initially tested on the instrument. A redraw sample from the patient also resulted correctly on the instrument. The cause of the discordant, falsely elevated ctni result was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.